Event description:
It was reported that the patient experienced intermittent stimulation from their implantable neurostimulator (ins) and also felt electrical stimulation around the neurostimulator (implant site). It was noted that there was "no isolation" at the extension and wires were exposed, creating stimulation at the neurostimulator site. During replacement of the extension the surgeon found a screw beside the connection. Post surgery, the patient received good therapy and was very happy again. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 748966, lot# unk, (B)(4), implanted: unk, explanted: unk.

Manufacturer narrative:
Analysis of the extension model 748966 serial (B)(4) found a breached depression in the outer insulation. The proximal end of the extension was ok. Setscrew marks were observed in the correct location. The conductors and crimp sleeve were ok. There was a breached depression on the outer insulation 1 cm from the proximal end, and the #2 conductor wire was exposed. The distal end was ok. Continuity was acceptable and there were no shorts between circuits.